Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during left ventricular (lv) threshold test, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited loss of capture (loc) and the patient was reported to be symptomatic. Boston scientific technical services (ts) discussed threshold testing and advised that a surface electrocardiogram would confirm the loc. The hcp will see the patient for follow up in few weeks. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. The device and lead remain in service.